Event description:
Liner has moved, and the stem has made discomfort.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dissociation of insert from the shell involving a trident insert was reported. The event was not confirmed. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have not been any other events for the reported lot code.

Event description:
Liner has moved, and the stem has made discomfort.